Event description:
On (B) (6) 2009, the sales rep reported that during a kit inspection, he discovered a bacfix rod holder in which a screw was missing and the instrument was in pieces. On 12 jun 2009: it was clarified with the sales rep that this was found during a kit inspection and there was no pt involvement.

Manufacturer narrative:
No pt involvement. Product is an instrument and not implantable. Requests have been made for the return of the product. Device MFR date is unk. Eval is pending.